Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump touch screen was cracked and unresponsive. Reportedly, the reason for the cracked screen was unknown. The customer reverted to manual injections for insulin therapy. Customer's blood glucose was approximately 200 mg/dl.